Manufacturer narrative:
Notification: 1627487_12192011-001-c. This ipg serial number was included in a field correction. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported a surgical intervention was undertaken to explant and replace the system's ipg as it caused pt discomfort at the ipg pocket site. The pt also reported feeling a warm sensation at the ipg pocket site while attempting to recharge. The pt also indicated he was charging his ipg more frequently than usual. No further pt complications were reported.